Manufacturer narrative:
The fse helped the biomed on the phone to turn on the st analysis. It was discovered that the default profile for the unit in question did not have the st analysis turned on. The issue has been resolved by helping the customer configure the device with the st analysis on. The device remains at the customer site. This issue is linked to user misunderstanding as the user expected alarms for the st analysis but they were not turned on by default. The customer's reported issue is resolved, and no further calls or complaints have been documented regarding this issue. The evaluation outcome of the investigation is that there was no product malfunction. The whole device/system remains at the customer site. The troubleshooting that has already been done by the customers biomed is considered as all that is warranted for the customer's reported issue. The available information supports that there is no design, manufacturing, materials, or labeling problem. No further investigation or action is warranted.

Event description:
The customer wanted to know if the st analysis is controlled at the central station. While on the phone with the fse, the customer also stated that there was a patient death, and that the staff said there were no alarms. He wanted to know how to tell if the alarms are on by default. There was a patient death. The biomed does not have any information on the time and date of the event and did not mention whether the staff is stating that the device contributed. No further information is available.